Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low tidal volumes on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Found tidal volume inhale and tidal volume exhale reading low. Replaced flow sensor assembly, reseated all tubing, and calibrated all transducers. Also found low fraction of inspired oxygen reading. Performed oxygen sensor calibration. Performed operational verification procedure and passed all test per vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.